Event description:
It was reported that pump malfunction occurred showing malfunction code that patient was able to reset before contacting support, and the issue did not recur after reset. There was no reported impact to the customer¿s blood glucose level. Customer reset pump and continued using it without further malfunction, and technical support advised customer to continue use and to call back if any malfunction code occurred again, which customer acknowledged and understood.